Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician was advised to replace the rpm motor control board (mcb). There is no documentation that this repair was performed. Previous investigations by maquet cardiopulmonary (B)(4) determined that a faulty/damaged component was on the rpm motor control board. The component had been changed in late 2010 to a new part, however, the unit involved in this event (sn (B)(4)) still had the old (faulty) component installed. (B)(4).

Event description:
On (B)(6) 2013, (B)(6) hospital reported that on (B)(6) 2013 during priming of the single pump en anti-clockwise console (B)(4) that as the unit was powered on the roller pump head spun at full rpm until the safety system was activated to stop the pump and the unit displayed an "error s-stop" message. (B)(4).